Event description:
The pt reported that she does not believe the infusion device is delivering her basal rates and bolus amounts correctly. In 2009, her blood glucose elevated to 20 mmol/l (360 mg/dl). Her normal blood glucose level is 7 mmol/l (126 mg/dl). She changed her infusion set 3 times in an attempt to lower her blood glucose but it continued to be elevated. She disconnected from the infusion site and primed and no insulin dripped from the end of the infusion tubing. She stated that it appeared the piston rod of the infusion device did not have the strength to push the insulin forward. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.